Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. The patient had received temporary pacer wires and was later implanted with a new system. No further adverse patient effects were reported.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine was received inoperative due to unit under test would not accept 30 minute therapy.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The rite (return instrument test/evaluation) test was performed. The device failed rite functional test due to an additional, unrelated issue of not able to accept a 30 min. Therapy time. The device passed rite electrical test. The assignable cause for the issue of not able to accept a 30 min. Therapy time was undetermined. The device was forwarded to service.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.